Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the complaint, the battery compartment was found to be cracked and the display screen was found to be discolored and faded.

Event description:
The patient reported that the ok button required multiple presses to get a response. The patient confirmed that there were no holes or tears in the keypad however, the patient reported that the ok button felt flat. The patient reportedly wore the pump on the outside of clothing and did not clean the pump.